Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. The patient had their pump device about two years ago and the exact date was not known. It was verified the device was removed due to the pump starting to poke through her skin as she was too skinny so they removed it. The patient also got infections from it. Additional information has been requested, but was not available as of the date of this report. The date of onset of the event was (B)(6) 2012. The type of baclofen was unknown. Other medications (oral, etc) that the patient was taking at the time of the event included: tylenol, zovirax, cephalexin, valium, norco, ritalin, and desitin. The patient had bumped the pump site on a counter and then started picking at the area until the pump was exposed. The patient had no other known infection. A complete blood count (cbc) was performed (details not provided) with relation to the infection. The pump was removed on (B)(6) 2012.